Manufacturer narrative:
(B)(4).

Event description:
Insufficiency due to the prolapse of the left coronary and non-coronary cusps.

Manufacturer narrative:
The device was not returned to edwards for evaluation as there was no alleged malfunction of the device. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. The type and cause of regurgitation varies depending upon multiple factors. Based on the information received the cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a paravalvular leak (pvl) was observed approximately three months after the implant of a 27mm aortic valve. Approximately two months after implant, the patient went to his long term follow-up doctor and everything was fine. The doctor was even very happy with the results. As reported, patient had previous history of aortic insufficiency and aortic root aneurism. The patient already had an aortic tube used for aneurism correction, but the clinical result with the aortic plasty wasn¿t good, so he had to be operated again. Surgeon was advised that this valve was not the best implant option for this case. Edwards learned through investigation that the valve was explanted in another hospital after an implant duration of approximately four months and replaced with a 29mm non-edwards valve. The patient was reported as to be fine and already discharged.